Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they were experiencing high blood glucose levels of 418 mg/dl. Customer stated their sensor calibration issues and intake of large amounts of food caused the elevated blood glucose levels. Customer declined troubleshooting. Customer's blood glucose level was 172 mg/dl at time of reporting. Nothing further reported.